Event description:
According to information received from abbott's patient device tracking, on (B)(6) 2017, a 29 mm epic valve was implanted. The information provided by the patient was that the valve failed to work by (B)(6) 2017. On (B)(6) 2017 the valve was explanted and replaced with an unknown valve. The implanting surgeon for the epic valve was not the same as the explanting surgeon who implanted the unknown valve. The replacement valve is reported to be working well and the patient is stable.

Manufacturer narrative:
An event of an explant of a valve that "failed to work" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided.